Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, increase in capture threshold since implant was observed. Further tests to evaluate the lead were recommended. No further information was available.